Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 3 of 3 on the home choice (hc). The technical service representative (tsr) assisted the home patient (hp) to clear the error and informed the hp of the errors meaning. The hp would disconnect and complete therapy with a manual exchange. The peritoneal dialysis nurse (pdn) contacted product surveillance (ps) on (B)(6) 2012 regarding the system error 2240. Per the pdn, the hp did not follow up with them regarding the alarm or missed therapy. The hp had been in to the clinic since the alarm and was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Neither the disposable set nor the homechoice machine were returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted.